Event description:
The patient stated that the up, down, and ok buttons require multiple presses to activate a pump response. The highlight on the pump menu screens then scroll when the button engages and the buttons click/spring back normally. The up arrow buttons reportedly feels "mushy" and loose. The patient does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation confirmed that the keypad buttons were intermittently activating desired pump functions when pressed. The buttons do not spring back or click normally. Contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.